Event description:
Customer reportedly received results of 26 mg/dl and 172 mg/dl within 10 mins on the advantage system. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.